Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a transcatheter valve to the point of no recapture (ponr), the depth of implant was at 6 millimeters (mm) on the non-coronary cusp (ncc) and there was no atrio-ventricular (av) block observed; therefore, the valve was not recaptured and was implanted. Three days following the implant of this transcatheter valve, complete heart block (chb) was observed and the patient was observed for several days with temporary pacing. Subsequently, a non-medtronic (abbott aveir) leadless pacemaker was implanted 6 days following the implant of the transcatheter valve.